Event description:
It was reported that during a minimally invasive oesophagectomy procedure, the stapler was prepared for use as usual, orange guide was within the correct green area for firing. However, no crunch was felt when fired fully plastic to plastic. Knife blade cut and staples came out but were all fully open. None formed into the "b" formation. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the current status of the patient? Patient has recovered and is doing well, discharged last week.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.